Event description:
On (B)(6) 2009, the patient's mother reported the patient's insulin infusion device has a black line down the middle of the display and the patient cannot "read the screen." The mother did not have the device, so troubleshooting could not be performed. She stated the patient does have a backup infusion device. Repeated attempts to follow up were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.